Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that the mask had an offensive odor. There was no patient injury reported.

Manufacturer narrative:
Other text: two (2) devices were returned for evaluation. An odor was emanating from the mask; the complaint was confirmed. The root cause is a fault with the supplied item; the device history record is with the supplier. The devices were sent to the supplier for further investigation. An internal supplier corrective action/response was generated.